Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the rep received mail from the doctor with the following information. It was stated that the patient had no specific symptoms or clinical abnormalities and no signs of under or overdose. The pump model number and serial number was provided. The implant date of the pump was (B)(6) 2021. The medication in the pump at the time of the event was lioresal 2000 ug/ml at a 24-hour dose of 275.8 ug/day. The error message at the start of the session was "caution: the pump motor has stopped and resumed operation. This may have been caused by an MRI scan". The cause of the pump stop/529 code was unclear (no MRI examination). The procedure was that the pump was refilled on 2026-feb-19. The aspirated reservoir volume corresponded to the expected residual volume. There was a dose reduction to 269.8 ug/day of lioresal (-2.2%) due to minor spasticity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving unknown drug (unknown at unknown) via an implantable pump for unknown indications for use. It was reported that at the time of a pump refill, the error code 528 was seen regarding a motor stall recovery having occurred. No magnetic resonance imaging (MRI) had taken place before.   Environmental/external/patient factors that may have led or contributed to the issue were unknown. The patient did not show any signs of under or overdosage until (B)(6) 2026. No interventions were taken. It was unknown if the issue was resolved as of (B)(6) 2026.  The patient was without injury regarding their status as of (B)(6) 2026. The patient's medical history would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.